Manufacturer narrative:
Block d2b: product code: - additional product code qon. Block d4: concomitant product/therapy: UDI: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: submitting supplemental record for product investigation conclusion and coding the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "surgical intervention" and "therapeutic response decreased" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient opted to explant the device as it they did not respond to therapy. There were no reported patient complications. The patient is expected to fully recover.

Event description:
It was reported that a patient opted to explant the device as it did not respond to therapy. There were no reported patient complications. The patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Concomitant product/therapy: UDI: (B)(4), (B)(6). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.